Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.7 inr, qc 2: 3.7 inr, qc 3: 3.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The results alleged by the customer were not observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was asked for but not known. The patient's first drop of blood was wiped away prior to testing. At approximately 7:00 am the result from the meter was 3.9 inr and the result from the laboratory was 2.99 inr. There was no adverse event. The patient's coumadin was held based on the laboratory result. The patient's condition was "stable". The patient's therapeutic range was 2.0 - 2.8 inr.